Event description:
It was reported that the bd precision glide¿ needle was defective and clogged. The following information was provided by the initial reporter: "needle have some manufacturing problem. Tested out with water but apparently unable to syringe out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1: (B)(6). Device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
It was reported there was a manufacturing issue with needles received. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield connected to a syringe with solution. There is a person holding them and a statement is made in a foreign language. No other information can be obtained from the video. As the lot number provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the video sample analysis the symptom reported by the customer could not be confirmed, and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd precision glide¿ needle was defective and clogged. The following information was provided by the initial reporter: "needle have some manufacturing problem. Tested out with water but apparently unable to syringe out."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-oct-2022. H6: investigation summary: it was reported there was a manufacturing issue with needles received. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one video was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The video shows a needle assembly with no plastic shield connected to a syringe with solution. There is a person holding them and a statement is made in a foreign language. No other information can be obtained from the video. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. As the lot number provided is 'unknown,' a device history record review could not be completed. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precision glide¿ needle was defective and clogged. The following information was provided by the initial reporter: "needle have some manufacturing problem. Tested out with water but apparently unable to syringe out."